Event description:
During the percutaneous transluminal angioplasty of the left superficial artery in crossover technique, the balloon burst at 6 atmospheres. There was no patient injury reported with the event.

Manufacturer narrative:
The catalog number was 419-5080x, but the lot number was not available. The product was inspected for leaks and other anomalies (kinks, bends, etc). The product was not exposed to sharp objects and no resistance or friction was noted during insertion through the vasculature or catheter. The entire product was removed from the patient after it ruptured. The target site the superficial femoral artery. No additional information was available. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.